Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm observed the customer's reported issue and noted that the fiber-optic connector locking mechanism was inoperative and could not be repaired. The stm replaced the fiber optic assembly, which corrected the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check, the intra-aortic balloon (iab) sensor input was not clamping into the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.